Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred was resolved, followed by a waste bag pressure max alarm which could not be resolved, during a routine hemodialysis treatment. The operator called nxstage technical support for assistance in performing rinseback. The operator reported that the venous line looked clear and decided not to perform rinseback, resulting in a blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator decided not to perform rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. While the actual cause of the alarms cannot be determined, the user's guide suggests that an obstruction or kink may have contributed to the increase in pressure. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training regarding manual rinseback procedures. Nxstage medical considers this report closed. No add'l info will be provided.